Manufacturer narrative:
This event occurred in (B)(6). On 30-apr-2019 the field service engineer (fse) visited the customer site and found that a liquid level detection cable on the sample probe had broken. He repaired the cable and tested the instrument; no further problems were identified. The investigation determined the broken cable of the sample probe identified by the fse was the root cause of the event.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys vitamin b12 ii (vitamin b 12 ii), elecsys folate iii (folate iii) folate and elecsys ferritin (ferritin) on a cobas e 801 module. The initial results were from an aliquot from the modular pre-analytical (mpa) system and were reported outside of the laboratory. The primary tube sample was repeated on (B)(6) 2019. The initial vitamin b12 ii result was 100 pg/ml with a data flag. The repeat result was 522 pg/ml. The initial folate result was 0.600 ng/ml with a data flag. The repeat result was 7.87 ng/ml. The initial ferritin result was 3.32 ng/ml. The repeat result was 358 ng/ml. There was no allegation that an adverse event occurred. The vitamin b 12 ii reagent lot number was 371760. The expiration date was not provided. The ferritin reagent lot number was 366469. The expiration date was not provided. The folate iii reagent lot number was 372417. The expiration date was not provided.